Manufacturer narrative:
Patient codes: 1908 labeled 2571 not labeled.

Event description:
The patient appeared to have suffered two strokes and had an nihss of 4. Patient was scheduled to have a repeat CT scan in 7-10 days. Advised to postpone patient's planned CABG procedure. The patient was also treated with medication for hypertension. No additional information was available.

Event description:
The procedure was to treat a bifurcation of the internal carotid. After placing the accunet filter, two acculinks were successfully deployed. No issues were noted during the procedure; however, it was determined that after the procedure the patient experienced a stroke. No additional information was available.